Manufacturer narrative:
Correction: in the initial report it was forgotten to mention that field service was dispatched to perform system evaluation for transient light sensitivity syndrome (tlss) and replaced pre-expander, performed auto correlation, spot size camera, alignments, gel evaluation and perform preventative maintenance. System performing to specification. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3 and a4: unknown/ not provided. Device evaluation: on (B)(6) 2024, jnj clinical application specialist visited site and gelled laser at at 5/5 @ 0.65 with 80% melt, 6/6 @ 0.85 at 80% melt and 7/7 @ 1.05 at 80% melt. Doctor's settings are 7/7 with bed energy at 1.0 and side cut energy at 0.90. His flap thickness is set at 100um. Max energy at startup was 2.19uj. After gelling, clinical did an energy wheel initialization and it was 2.26uj. Room temperature was found at 65 degree f, humidity 33%. On (B)(6) 2024, clinical returned to site and observed 13 lasik cases performed by the doctor. Intralase performed well. Initial max energy 2.19 and subsequently stayed at 2.26 the rest of the day. Temp/humidity stayed constant at 65f/33%. Settings used were 1.00 bed energy, 0.90 side-cut energy, flap thickness 100um. Easy lifts and doctor was happy with its' performance. Manufacturing records review: a manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had surgery performed on (B)(6) 2024 in both eyes to correct distance vision. Flaps were easy to lift. Patient presented at post-op visit with transient light sensitivity syndrome (tlss). Onset 2 weeks in both eyes with left more than in right eye. Patient was using pred-moxi four times a day (qid) for 1 week and then stop. For the tlss the patient came back and was put on a taper regimen of pred-acetate 1%. Issue resolved with drops. Pre surgery best corrected visual acuity (bcva) 20/20; present uncorrected visual acuity (ucva) 20/15 it was also reported that during this period the site was having environmental issues in the suite.